Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the meniscus of the r-unit section is broken, image is not displayed / the dielectric strength is inadequate / the leakage current is inadequate and the outer tube is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the meniscus of the r-unit section is broken and therefore the image is not displayed should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope experienced no vision through telescope. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the final investigation. In addition, the following reportable malfunctions were identified during the device evaluation: the laser light cable (llk) plug of the video cable section was damaged. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.